Manufacturer narrative:
Qn#(B)(4). Awaiting sample return.

Event description:
It has been reported that the event involved a patient (B)(6) in height in the cath lab. The md used the patient's radial arterial for insertion. During removal the md tried to remove the sheath and could only retrieve the sheath valve body and the sheath stayed in the artery. As a result the patient was moved to vascular surgery (operation theatre) and the vascular surgeon operated on the patient to remove the piece that remained in the patient's radial artery. There was a reported interruption in therapy and of patient complications explained as the patient required an operation by a vascular surgeon. There was no reported patient death. Per more information received on 6/14/16: it is unknown if the md dilated the vessel before the insertion of the sheath. The sheath was in use during the operation and after the operation; the md didn't need the sheath any longer and tried to remove the sheath. The outcome of the patient was good. The patient didn't have to extend hospital stay.

Manufacturer narrative:
(B)(4). Returned for evaluation was a 5fr trans-radial sheath and dilator with its original packaging slip. The sheath hub was received separated from the sheath body. Blood was noted on the exterior and interior of the sheath hub and body. The sheath hub appeared typical. The sheath tip appeared typical. Upon microscopic inspection, the proximal end of the sheath body was confirmed separated from the sheath hub. The overall length of the sheath body was measured and met specifications. The inner diameter of the sheath tip was measured and met specifications. The inner diameter of the sheath body at the proximal end measured within specifications. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of sheath body separation is confirmed. Upon receipt, the sheath hub was separated from the sheath body. Engineering has been notified. (B)(4) has been initiated to investigate cause of the issue.

Event description:
It has been reported that the event involved a patient 165cm in height in the cath lab. The md used the patient's radial arterial for insertion. During removal the md tried to remove the sheath and could only retrieve the sheath valve body and the sheath stayed in the artery. As a result the patient was moved to vascular surgery (operation theatre) and the vascular surgeon operated on the patient to remove the piece that remained in the patient's radial artery. There was a reported interruption in therapy and of patient complications explained as the patient required an operation by a vascular surgeon. There was no reported patient death. Per more information received on 6/14/2016: it is unknown if the md dilated the vessel before the insertion of the sheath. The sheath was in use during the operation and after the operation; the md didn't need the sheath any longer and tried to remove the sheath. The outcome of the patient was good. The patient didn't have to extend hospital stay.